Event description:
During an in clinic follow up, episodes of far field r wave oversensing resulting in inappropriate mode switching was noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.